Event description:
It was reported that while reviewing remote home monitoring data, oversensing of non physiological noise was observed in two atrial fibrillation episodes. Boston scientific technical services (ts) was consulted to review the data. Upon review, ts suggested in-office troubleshooting and obtaining x-ray images in multiple positions to determine the cause of the noise. Ts discussed next steps if the noise was able to be reproduced including the consideration of a revision procedure. The patient was brought in for evaluation and an additional not sustained ventricular event was noted to have been recorded, with similar noise. During in office testing no artifacts were observed during several movements and manipulations in any sensor vectors. X-ray images were acquired which showed no macro fractures. A save to disk was performed and sent into boston scientific technical services (ts) for review. Upon review ts noted two sensing vectors show similar waveforms while the other sensing vector is almost flat. Ts reviewed the x-ray images and noted a potential partial fracture ts suggested further in office testing including excessive manipulation in the area of the proximal sensing electrode and additional imaging ts also recommended programming considerations. The patient was brought in for testing and excessive manipulations were performed in every sensing configuration, but no noise was observed. Two new x-rays were taken showing closer imaging of the proximal area and no visible fracture was noted. Ts was again consulted and discussed the presentation of noise on the electrograms could be related to a potential electrode fracture even though the x-rays do not show it. Ts recommended replacement of the electrode and discussed temporary programming options to avoid oversensing. At this time the electrode remains in service and no adverse patient effects were reported. Additional information was received that a revision procedure was performed where the electrode was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that while reviewing remote home monitoring data, oversensing of non physiological noise was observed in two atrial fibrillation episodes. Boston scientific technical services (ts) was consulted to review the data. Upon review, ts suggested in-office troubleshooting and obtaining x-ray images in multiple positions to determine the cause of the noise. Ts discussed next steps if the noise was able to be reproduced including the consideration of a revision procedure. The patient was brought in for evaluation and an additional not sustained ventricular event was noted to have been recorded, with similar noise. During in office testing no artifacts were observed during several movements and manipulations in any sensor vectors. X-ray images were acquired which showed no macro fractures. A save to disk was performed and sent into boston scientific technical services (ts) for review. Upon review ts noted two sensing vectors show similar waveforms while the other sensing vector is almost flat. Ts reviewed the x-ray images and noted a potential partial fracture ts suggested further in office testing including excessive manipulation in the area of the proximal sensing electrode and additional imaging ts also recommended programming considerations. The patient was brought in for testing and excessive manipulations were performed in every sensing configuration, but no noise was observed. Two new x-rays were taken showing closer imaging of the proximal area and no visible fracture was noted. Ts was again consulted and discussed the presentation of noise on the electrograms could be related to a potential electrode fracture even though the x-rays do not show it. Ts recommended replacement of the electrode and discussed temporary programming options to avoid oversensing. At this time the electrode remains in service and no adverse patient effects were reported. Additional information was received that a revision procedure was performed where the electrode was explanted and successfully replaced. No additional adverse patient effects were reported. Additional information as received when review of the stored data determined the stored atrial fibrillation (af) episodes started several weeks earlier. The event date was updated accordingly.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured at 5.3 centimeters from the terminal end. The fracture characteristics appeared consistent with cyclic fatigue. Based on the laboratory findings, it is suspected that the electrode fractures were contributed to by the electrode being implanted with bends in or near the s-ICD pocket region. The fractures resulted in the observed noise and oversensing.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured at 5.3 centimeters from the terminal end. The fracture characteristics appeared consistent with cyclic fatigue. Based on the laboratory findings, it is suspected that the electrode fractures were contributed to by the electrode being implanted with bends in or near the s-ICD pocket region. The fractures resulted in the observed noise and oversensing.

Event description:
It was reported that while reviewing remote home monitoring data, oversensing of non physiological noise was observed in two atrial fibrillation episodes. Boston scientific technical services (ts) was consulted to review the data. Upon review, ts suggested in-office troubleshooting and obtaining x-ray images in multiple positions to determine the cause of the noise. Ts discussed next steps if the noise was able to be reproduced including the consideration of a revision procedure. The patient was brought in for evaluation and an additional not sustained ventricular event was noted to have been recorded, with similar noise. During in office testing no artifacts were observed during several movements and manipulations in any sensor vectors. X-ray images were acquired which showed no macro fractures. A save to disk was performed and sent into boston scientific technical services (ts) for review. Upon review ts noted two sensing vectors show similar waveforms while the other sensing vector is almost flat. Ts reviewed the x-ray images and noted a potential partial fracture ts suggested further in office testing including excessive manipulation in the area of the proximal sensing electrode and additional imaging ts also recommended programming considerations. The patient was brought in for testing and excessive manipulations were performed in every sensing configuration, but no noise was observed. Two new x-rays were taken showing closer imaging of the proximal area and no visible fracture was noted. Ts was again consulted and discussed the presentation of noise on the electrograms could be related to a potential electrode fracture even though the x-rays do not show it. Ts recommended replacement of the electrode and discussed temporary programming options to avoid oversensing. At this time the electrode remains in service and no adverse patient effects were reported. Additional information was received that a revision procedure was performed where the electrode was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that while reviewing remote home monitoring data, oversensing of non physiological noise was observed in two atrial fibrillation episodes. Boston scientific technical services (ts) was consulted to review the data. Upon review, ts suggested in-office troubleshooting and obtaining x-ray images in multiple positions to determine the cause of the noise. Ts discussed next steps if the noise was able to be reproduced including the consideration of a revision procedure. The patient was brought in for evaluation and an additional not sustained ventricular event was noted to have been recorded, with similar noise. During in office testing no artifacts were observed during several movements and manipulations in any sensor vectors. X-ray images were acquired which showed no macro fractures. A save to disk was performed and sent into boston scientific technical services (ts) for review. Upon review ts noted two sensing vectors show similar waveforms while the other sensing vector is almost flat. Ts reviewed the x-ray images and noted a potential partial fracture ts suggested further in office testing including excessive manipulation in the area of the proximal sensing electrode and additional imaging ts also recommended programming considerations. The patient was brought in for testing and excessive manipulations were performed in every sensing configuration, but no noise was observed. Two new x-rays were taken showing closer imaging of the proximal area and no visible fracture was noted. Ts was again consulted and discussed the presentation of noise on the electrograms could be related to a potential electrode fracture even though the x-rays do not show it. Ts recommended replacement of the electrode and discussed temporary programming options to avoid oversensing. At this time the electrode remains in service and no adverse patient effects were reported.